Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case, two out of the three tabs were broken off. A review of the event history log identified motor rate error and syringe plunger not in place error. During functional testing using the syringe test, syringe plunger not in place was found intermittently. The root cause of the problem was related to normal wear of the pump as it is over 10 years old. Replaced plunger board also replaced plunger cable. Performed syringe test and all functional testing which passed. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.